Event description:
It was reported that the catheter was replaced due to interference in flow secondary to v-p shunt. The report indicated "not cath malfunction." No patient symptoms were reported. The type of medication, concentration, and daily dose being administered via the pump were not reported.